Manufacturer narrative:
As per events description, the following error codes were displayed: 479 (meaning temperature sensor in the roller pump head defective) and 403 (level module deviation in flextherm devices). The latter is not possible since the customer does not own flextherm device. Since the servicing of the device identified found the issue was associated with a motor control board failure, it il likely that the error that was displayed was the 430: roller pump and signals that resolver is misaligned/twisted and too much current is measured in idle mode. From review of customer installed base it was confirmed that cp5 serial number is (B)(6). Unit was manufactured in 2022 and no further similar issues were reported. No picture of the errors nor log file has been provided, therefore the error codes could not be confirmed. As for all the above, it cannot be excluded that the most likely root cause of the reported event was an electrical failure of the motor control board. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to fix it, motor controller board (zpr), located in the cp5 drive unit, was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a centrifugal pump 5 (cp5) gave motor control board failure error messages during setup. Customer switched to a backup one. There was no patient involvement.